Event description:
The facility representative reported a wrong flow rate. The event occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of wrong flow rate leading to under-infusion could not be confirmed. No action was taken. The infusion pump was tested for flow accuracy at 100 ml/hour. The specification of this device is +/-5%.